Event description:
It was reported a 25 mm amplatzer amulet was chosen for a left atrial appendage (laa) closure procedure on (B)(6) 2022. The procedure was uneventful and the device was successfully placed. 24 hours post procedure, the patient complained of mild chest pain and it was discovered the patient had developed a pericardial effusion. 460 ml of fluid was manually drained from the patient. The patient remained stable and has been discharged. The cause of the pericardial effusion is unknown. No additional information has been received.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported a 25 mm amplatzer amulet was chosen for a left atrial appendage (laa) closure procedure on (B)(6) 2022. The procedure was uneventful and the device was successfully placed. 24 hours post op, the patient complained of mild chest pain and it was discovered the patient had developed a pericardial effusion. 460 ml of fluid was manually drained from the patient. Act's were reported to be 347 during procedure. The patient remained stable and has been discharged. The cause of the pericardial effusion is unknown.

Manufacturer narrative:
An event of pericardial effusion and chest pain was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.